Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents in enhancement to the reporting criteria going forward. Evaluation: the reported field event of increase in threshold and decrease in sensing and lead impedance could not be verified. Analysis was normal. No anomaly was found.

Event description:
It was reported that an increase in threshold and decrease in sensing and lead impedance were observed on rv lead. The lead was explanted.